Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited oversensing. The oversensing caused inappropriate anti-tachycardia pacing (atp) and one shock. The physician performed an x-ray and found the lead had dislodged. The lead was then explanted and replaced. No additional adverse patient effects were reported.